Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon the completion of baxter's quality review.

Manufacturer narrative:
(B)(4). This report was not confirmed. Based on the information gathered during baxter's investigation, the cause of the system error 2240 was due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The hp stated she did not press stop before disconnecting. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The home patient (hp) contacted global technical services (gts) regarding a system error (se) 2240 alarm which occurred on the homechoice (hc) during drain. The technical service representative (tsr) explained a se 2240 alarm indicates air entered the set up. The hp stated, she disconnected but it took her longer than she had anticipated. The hp stated, she did not press stop before disconnecting. The hp confirmed, she reconnected. The tsr advised the hp to start over with new supplies. On (B)(4) 2011 product surveillance spoke with the hp who stated that she disconnected from the machine to go the bathroom. The hp stated by the time she returned, the hc moved into the drain cycle and she had left the clamps open. The hp reconnected to the hc and then called global technical services for assistance with the alarm. There was no injury or medical intervention reported.